Event description:
It was reported that during an unrelated procedure to perform a left atrial appendage closure, the sheath for the appendage closure dislodged the right atrial (ra) lead. The ra lead was explanted and replaced. There were no complications, the patient was stable.